Event description:
Pt was at hosp for contraction stress test. IV infusion pump was started at 6 cc/hr. At 1935 pump beeped and read "kvo flo." Rptr checked IV tubing, pump, connections, and eye piece and noted IV drip going very fast despite being on pump and set up properly. Pitocin drip was turned off immediately. New machine was used.